Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders, pump and reservoir were visually and examined, and leak tested; the pump was also functionally tested. No anomalies were found with the cylinders. Visual examination of the pump of revealed that the kink resistant tubing was worn to the filament; and regarding the reservoir, it was observed a wear at a fold in shell; there was also a hole from corner of a fold in the shell. Leak testing identified a fluid leak in the reservoir, while the pump passed it. Finally, the pump did not pass activation tests when functionally tested. Based on the information available and analysis results, the reported fluid leak cannot be confirmed through the pump tubing, but a fluid leak was found caused by a hole in the reservoir. Additionally, the pumo did not pass activation testing, but a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.